Event description:
A call center ticket was logged with the following text "after operation test with defibrillator paddles - failed cardiac stimulation test". No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. UDI # is (B)(4).